Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion.

Event description:
It was reported through a legal event that a 77 year old male patient had hernia repair surgery on or about (B)(6) 2013. During the hernia repair surgery, the surgeon implanted a strattice mesh; lot # s11196-273 ref # (B)(4). After surgery, the patient returned to the hospital on or about (B)(6) 2015, for a revision surgery and additional mesh was implanted. No other information was provided. There is no indication the second mesh is an abbvie device and there is no allegation reported on the second device, therefore no additional record will be opened.

Event description:
This is follow up# 1 to report the results from the internal investigation and the conclusion. As reported in the initial: it was reported through a legal event that a 77 year old male patient had hernia repair surgery on or about (B)(6) 2013. During the hernia repair surgery, the surgeon implanted a strattice mesh; lot # s11196-273 ref # (B)(4). After surgery, the patient returned to the hospital on or about (B)(6) 2015, for a revision surgery and additional mesh was implanted. No other information was provided. There is no indication the second mesh is an abbvie device and there is no allegation reported on the second device, therefore no additional record will be opened.

Manufacturer narrative:
Internal investigation into strattice lot s11196 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 28 feb 2023, all of the 247 devices released to finished goods have been distributed with 91 reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion.

Event description:
On 15/feb/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event on 25/jan/2024. As per the ppf form, the patient underwent an ¿incisional (midline)¿ hernia surgery and was implanted with strattice device on (B)(6) 2013. The patient underwent a ¿removal of infected mesh with small bowel resection and repair of incisional (upper midline) hernia with mesh¿ on (B)(6) 2015. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿abscess, pain, open wound/wound vac, adhesions, infection, small bowel resection, and intervention and mesh removal surgery.¿ the form lists the conditions that were treated were ¿abscess, pain, open wound/wound vac, adhesions, infection, small bowel resection, and intervention and mesh removal surgery¿ with approximate date of treatment on (B)(6) 2015. The ppf form also indicates the patient was implanted with a non-abbvie device, "bard xenmatrix¿ on (B)(6) 2015. The form indicates that this device has not been removed or revised.

Manufacturer narrative:
Additional and/or corrected data.